Manufacturer narrative:
(B)(6).

Event description:
The customer questioned thyroid results for 3 patient samples tested for elecsys tsh, elecsys ft4 iii, and elecsys ft3 iii on a cobas e801 module. The 3 patient samples were submitted for investigation where discrepant results were identified for tsh and ft3 iii between the customer's e801 module, the siemens centaur method, an e801 module used at the investigation site, a cobas 8000 e 602 module used at the investigation site and a cobas e 411 immunoassay analyzer used at the investigation site. It is not known if any incorrect results were reported outside of the laboratory. This medwatch will cover ft3 iii. Refer to medwatch with patient identifier (B)(6) for information on the tsh results. There was no allegation of an adverse event. The serial number for the customer's e801 module was not provided. The e602 module serial number was (B)(4). The e411 analyzer serial number was (B)(4). The e801 module serial number used at the investigation site was (B)(4). The ft3 iii reagent lot number used with the e602 module was 277945 with an expiration date of 30-sep-2018. The ft3 iii reagent lot number used with the e411 analyzer was 314666 with an expiration date of 28-feb-2019. The ft3 iii reagent lot number used with the e801 module at the investigation site was 314824 with an expiration date of 31-aug-2019. Calibration and qc at the investigation site were acceptable. All ft3 iii results were above the normal on the roche analyzers. The result on the siemens centaur was within the normal range. Assays from different manufacturers, in this case siemens, can generate different results. From the information provided, a general reagent issue can be excluded. The investigation did not identify a product problem. The cause of the event could not be determined.